Event description:
It was reported that the procedure was to treat a chronic totally occluded and concentric lesion in the proximal iliac artery with mild tortuosity and mild calcification. The lesion was treated with the 8 x 39 mm x 80 cm omnilink elite stent; however, after the stent was deployed, the physician realized that the guide wire was sub-intimal. The physician wanted to re-inforce the new bifurcation; therefore, an 8/29 mm x 80 cm omni link was positioned in the right common vessel and the 8/19 mm x 80 cm omnilink elite was positioned on the left side. Angiography was performed and it was observed that the stent on the left was not long enough. The 8/19 x 80 stent delivery system (sds) was removed from the left side and another 8/29 mm x 80 cm omnilink sds was advanced to the left side. Both sds were pulled out and were going to be re-advanced again to make sure the stents were placed in the true lumen, but during removal, the 8/29 omnilink stent on the right side dislodged. There was no resistance noted. The dislodged stent was deployed in a non-target area of the right common iliac artery. The patient will return in two weeks to determine if the dissection flap has healed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.